Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was fractured and a new pace/sense lead was added. The high voltage portion remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv lead was rising, and pacing capture threshold in the rv was elevated. (B)(6) 2014 through (B)(6)2015 through (B)(6) 2015, rv capture threshold measured 2.5v. On (B)(6) 2015, rv pacing impedance measured 1007 ohms in a gradually rising trend increasing from a trend in the 300-400 ohm range and measuring 1064 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was trending up and an alert triggered for high impedance. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.